Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was behind by one hour. Reportedly, the user did not change the time for daylight savings. There was no impact to the user's blood glucose level. The user successfully changed the time.